Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer has not obtained any additional discordant tni-ultra result and will continue to test tni-ultra in duplicate. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The customer ran the patient sample in duplicate and the first replicate result was lower while the second replicate result was falsely elevated. The sample was repeated on the same instrument in duplicate and both the replicates resulted lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00385 was filed on july 25, 2016. Additional information (08/09/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist indicated that the low relative light units range for the tni-ultra assay is very close to the luminometer low range, therefore, the tni-ultra assay is very sensitive at the low range. The sensitivity can be disturbed by the introduction of poorly prepared sample or poor system wash process performance. The hsc specialist could not determine the cause of the discordant, falsely elevated tni-ultra result as the issue could not be reproduced.